Event description:
Bd precisionglide 25gauge 1.5 inch needle broke off at hub in pts chest during local injection towards end of surgery. Used ultrasound to attempt to locate the needle, stat xray fluroscopy performed to locate needle and removed the needle from pt's chest.